Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the adapters were cracked. The surgeon pulled the catheter and inserted a new one. Patient involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.